Manufacturer narrative:
H3, h6: one pump was returned for analysis in used condition. Visual inspection showed that the cassette not attached properly was duplicated. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing found that the downstream occlusion (dso) sensor was faulty as it failed calibration and was unable to perform dso test. The manufacturer representative replaced the dso sensor, dso seal, and dso bezel, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the pump showed error "cassette not attached." There was unknown patient involvement, and unknown signs or symptoms.

Manufacturer narrative:
Original aware date was changed from 26-aug-2024 to 13-aug-2024.

Manufacturer narrative:
A1: updated. A2: updated. B5: updated. Additional information reported that the event occurred while in use with the patient. The patient's therapy was delayed, and the pump was swapped out.

Event description:
Additional information reported that the event occurred while in use with the patient. The patient's therapy was delayed, and the pump was swapped out.